Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air bubbles were drawn in when catheter was inserted into the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Product information was provided to bsc; however, did not match a known lot. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Product information was provided to bsc, however did not match a known lot. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified <<a tear in the outer valve / a tear in the inner valve / tears in the inner and outer valves>> . Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air bubbles were drawn in when catheter was inserted into the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.